Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cardio cath lab the teflon sheath was inserted via the pt's left femoral artery. The md prepped the intra-aortic balloon (iab) per the instructions for use. Vacuumed the balloon catheter properly inside of the tray. The md could not advance the iab through the teflon sheath, therefore the md removed the iab and sheath as one unit. There was excessive bleeding and the md used the same insertion site to insert another sheath and iab without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in iabp therapy, however the delay did not result in harm to the pt. There were no reported pt complications and the outcome of the pt is listed as "there was no harmful outcome to the pt."